Event description:
This male patient was enrolled in the registry in 2007. The patient was admitted with unstable angina. The patient had a 3.0 x 33 mm cypher select stent implanted in the proximal right coronary artery. Approximately one month post index procedure, it was noted that there was 99% stenosis in the previously treated proximal right coronary artery.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.